Event description:
According to the reporter, on (B)(6) 2017, intra-operatively, the device was unable to fire, handle could not be squeezed, and the jaws locked on tissue, it was then removed by pulling back the black knob.